Event description:
After being implanted with essure I began having health issues. Was diagnosed with auto immune disease and had severe headaches, low back pain, severe abdominal pain, severe pelvic pain etc. I was hospitalized on several occasions due to essure. I became anemic from the heavy bleeding. It ended up I have to have a hysterectomy where the doctor found that my uterus and bladder had grown together and attached to my abdominal wall. I had a tremendous amount of adhesions and my uterus was full of blood and had set up like concrete and part of my uterus was stretched out and just dangling. There is much more I have been through since having essure it has really been a very bad product and I would never recommend it to anyone.